Manufacturer narrative:
Concomitant products: 150ml bag batch no a060795, exp2018-06, levofloxacin in 5% dextrose; hospira 100ml bag of 0.9% nacl injection, ndc 0409-7101-69, therapy date (B)(6) 2016. The customer¿s report that the secondary infusion completed sooner than expected was confirmed. The sets were visually inspected and no anomalies were observed. Testing on the primary set confirmed backflow, indicting a faulty check valve. The cause of the reported event was determined to be a faulty check valve on the primary set.

Event description:
The customer reported that levaquin (750mg/150ml d5w) infusing as a secondary at 100ml/hr completed within 8 minutes instead of 90 minutes. The user did not witness the backflow however the patient complained of "becoming cold" and the user then noticed the levaquin bag was emptied. The physician was notified however no new orders were received. The patient was already on a bedside hemodynamic monitor.